Event description:
It was reported by service report that the safety bar is missing from the head extension. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.